Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a stone lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the pull wire of the trapezoid basket broke, and, as a result, the basket could not be closed. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event.